Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 correction: d4 h6: suggested component code: mechanical femur (g04). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: persona articular surface medial congruent (mc) catalog # 42512100810 lot # 65376132 tibia cemented 5 degree stemmed left size f catalog # 42532007501 lot # 65417534 all-poly patella cemented 35 mm diameter catalog # 42540200035 lot # 65601961 stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 65535346 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65386668 assist pin & screw pack sterile catalog # 20800000020 lot # 65408033 g2: australia customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure seventeen months post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.